Manufacturer narrative:
Insulin pump passed all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No over delivery anomaly noted and passed the delivery accuracy test at 0.08720 inches. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced high blood glucose in (B)(6) 2018 with blood glucose of about 400 mg/dl at the time of the incident. The customer's blood glucose was stable but unknown at the time of the call. The customer used the pump to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer reported inaccurate dosing by the insulin pump. The customer believes the pump is over delivering. Troubleshooting was not completed as the customer declined. The customer had a low of 40 mg/dl on (B)(6) 2018 after treating a high of 348 mg/dl. The customer used glucose to treat the lows. The insulin pump will be returned for analysis.